Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received a reading of 75 mg/dl on the adc device compared to a reading of 177 mg/dl obtained on a built-in precision meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced symptoms described as tiredness and was unable to self-treat. The customer had contact with a non-healthcare professional (caregiver) who administered insulin (dose/type unspecified) for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received a reading of 75 mg/dl on on the adc device compared to a reading of 177 mg/dl obtained on a built-in precision meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced symptoms described as tiredness and was unable to self-treat. The customer had contact with a non-healthcare professional (caregiver) who administered insulin (dose/type unspecified) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The watermark was observed at the base of the tail indicating the sensor being properly inserted the returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly) and poor solder was observed on the battery legs. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.